Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Device was received for investigation/analysis. Investigation is anticipated, but not yet begun. Upon completion of investigation, a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy procedure, the tip of the device was found to be ¿curved.¿ this was not noticed until after inserting the device into the patient. The curved portion of the device looked and felt as if it had melted. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent: 2/25/2022 d4: batch # v70219 investigation summary visual analysis of the returned sample determined that the b5lt device was received with the tip of the sleeve damaged/ melted. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid contact with laser, electrosurgical or ultrasonic devices. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.